Event description:
It was reported that removal difficulty occurred. The target lesion was located in the coronary artery. A 3.50 x 24 mm synergy megatron drug-eluting stent was deployed, however, the balloon was stuck in the stent the balloon was inflated and deflated multiple times before attempting to withdraw. It was noted that the balloon was fully deflated and the guide catheter, the guidewire and stent delivery system (sds) were removed together as a whole. The procedure was completed using an alternate method, and no patient complications were reported.